Event description:
Per provider, end user states that chair tipped backwards going up ramp, and the handgrips handles on the back of chair got bent. End user did hit head at time of fall, no medical intervention sought or treatment required, just had headache.